Event description:
The reporter contacted lifescan (lfs) customer service in 2009 alleging that her sister's onetouch ultra meter had black marks on the display and her sister ended up becoming hypoglycemic after the display issue occurred. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient reportedly noticed black splotches/lines on the display when she arrived in foreign country thirteen days prior to contact to lifescan. Later in the evening, the patient continued to administer insulin according to her sliding scale without knowing her blood glucose levels and allegedly developed hypoglycemia: specific hypoglycemic symptoms were not noted. The csr noted that the patient did not receive any treatment as a result of the reported issue; however, it would be helpful to confirm this information with the reporter and/or patient. It would also be helpful to know how often the patient tests her blood glucose levels and how much insulin she took prior to the reported hypoglycemic event. According to the troubleshooting performed with customer service, the reporter was unable/unwilling to report if there was any trauma to the meter. Replacement products were sent. Based on the provided information, this complaint is being reported because, the patient allegedly took insulin without knowing her blood glucose levels and then became hypoglycemic after the display issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.